Event description:
The customer reported erratic hemoglobin test results were obtained on an intermittent basis when using the coulter lh 780 hematology analyzer in their laboratory. A patient control sample was tested on (B)(6) 2014, and inconsistent hemoglobin test results were obtained. The quality control results were within acceptable limits prior to the event. Hemoglobin test results for the abnormal ii level of the quality control were intermittently high, and within acceptable limits upon retest. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results reported out of the laboratory associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced the hemoglobin cuvette resolving the erratic hemoglobin results. The fse also identified a white buildup in the white blood cell (wbc) bath and replaced the wbc bath. The failure mode is related to a white coating in both the wbc bath and hemoglobin cuvette. Raw data was received from the customer and analyzed. The analysis supported the conclusion. (B)(4).